Manufacturer narrative:
3006536571-2018-00001 is associated with argus case (B)(4), sensodyne repair and protect soft toothbrush. Sensodyne repair and protect soft toothbrush is marketed in the us as sensodyne precision toothbrush.

Event description:
Brain haemorrhage [hemorrhage brain]. Pacemaker put in [cardiac pacemaker insertion]. Collapsed [circulatory collapse]. Highly allergic [highly allergic]. Irritation of jaw [jaw disorder]. Irritation of gum line [irritation gum]. Irritation of lip [irritation lips]. Can't even talk [oral discomfort]. Swelling up [swelling]. "Probably die ten years earlier than I should" [ill-defined disorder]. Adding insult to my injury/adding insult to my agony [physical impairment]. Jaw-sinus condition [sinus infection]. Irritability in mouth [mouth irritation]. Been so ill [unwell]. Plastic is not safe [product quality issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of hemorrhage brain in a female patient who received gsk toothbrush (sensodyne repair and protect soft toothbrush) toothbrush for drug use for unknown indication. Co-suspect products included panadol unknown unknown for drug use for unknown indication. Concomitant products included codeine phosphate, paracetamol (panadiene). On an unknown date, the patient started sensodyne repair and protect soft toothbrush at an unknown dose and frequency and panadol unknown at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne repair and protect soft toothbrush and panadol unknown, the patient experienced hemorrhage brain (serious criteria gsk medically significant), cardiac pacemaker insertion (serious criteria gsk medically significant), circulatory collapse (serious criteria gsk medically significant), highly allergic, jaw disorder, irritation gum, irritation lips, oral discomfort, swelling, ill-defined disorder, physical impairment, adding insult to my agony, sinus infection, mouth irritation, unwell, lack of drug effect, product quality issue and irritability in mouth. The action taken with sensodyne repair and protect soft toothbrush was unknown. The action taken with panadol unknown was unknown. On an unknown date, the outcome of the hemorrhage brain, cardiac pacemaker insertion, circulatory collapse, highly allergic, jaw disorder, irritation gum, irritation lips, oral discomfort, swelling, ill-defined disorder, physical impairment, adding insult to my agony, sinus infection, mouth irritation and unwell were not reported and the outcome of the lack of drug effect, product quality issue and irritability in mouth were unknown. It was unknown if the reporter considered the hemorrhage brain, cardiac pacemaker insertion, circulatory collapse, highly allergic, oral discomfort, ill-defined disorder, physical impairment, sinus infection, mouth irritation, unwell and product quality issue to be related to sensodyne repair and protect soft toothbrush. The reporter considered the jaw disorder, irritation gum, irritation lips and swelling to be related to sensodyne repair and protect soft toothbrush.